Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "there is a leak of fluid from the rear right corner of the flow cytometer. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): unknown. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): unknown 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. From the engineer intervention, that was done obviously after the case creation, I see that it was waste fluid, biohazard. Anyway the customer was not in contact with the liquid since it was inside the instrument."

Event description:
It was reported that while using bd facscanto¿ ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "there is a leak of fluid from the rear right corner of the flow cytometer. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): unknown. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): unknown. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. From the engineer intervention, that was done obviously after the case creation, I see that it was waste fluid, biohazard. Anyway the customer was not in contact with the liquid since it was inside the instrument."

Manufacturer narrative:
H.6 investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ivd, part # 337175, serial # (B)(6). ¿ problem statement: customer reported complaint regarding leak not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14jul2021 to 14jul2022. ¿ complaint trend: there are 2 complaints related to the reported issue. Date range from 14jul2021 to 14jul2022. ¿ manufacturing device history record (DHR) review: DHR part # 337175 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of leak not contained within the instrument was due to worn valves and bottle. The customer reported that there was a leak from the right back side on the instrument and that the interior is dry. The field service representative (fsr) verified that there was discharge of liquid from the waste bottle and valve and decided to proceed with replacing the parts. They replaced the valves (pn : 336504, 336503) and the tank (pn: 33666507). The operation was restored but the fsr noted that the liquid had risen upto the sheath sample regulator (pn: 343834) and therefore replaced that as well. After the replacement, the instrument was working as intended. Although a leak was present, and no one was injured, users should wear proper ppe (personal protective equipment) while operating the instrument as stated in the bd facscanto¿ flow cytometer instructions for use (IFU), #23-14730-03 rev. 01/vers. A, starting on page 147 in cleaning the surfaces. In addition, proper handling of fluidic filters can be found starting on page 149, maintenance. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4). Install date: 4jul2007. Defective part number: 336503, 336504, 33666507, 343834. Work order notes: subject: 337175 - bd facscanto ivd - liquid leakage from the instrument. Problem description: a leak of fluid is observed from the right back corner of the cytofluorimeter. Work performed: 14/07/2022. Verified random liquid discharge comes out of the waste bottle, ordered bottle and valve, 15/07/2022. We proceed with the replacement of valves and bottle code 336503, 336504 and 33666507, restored operation, it is noted, however, that the liquid has risen up to the regulator, we then also proceed to its replacement code 343834, instrument restoration with positive outcome, verified the good functioning of the equipment. Cause: valve and bottle; solution: n/a. ¿ returned sample evaluation: a return sample was not requested because replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part # 338942ra (revision 08, version g) facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes and no. O ID: 3.1.12. O hazard: potential leakage. O cause: potential lack of workmanship during assembly. O harmful effects: potential biohazard exposure. O risk control: qualification and first article inspection. O implementation verification: vp # (B)(4) protocol. O effectiveness verification: vp # (B)(4) report. O p: 1; o s: 4; o ri: 4; o residual risk evaluation : afap; o new hazards: none. Mitigation(s) sufficient? Yes; no. ¿ root cause: based on the investigation results the root cause was due to worn valves and bottle. ¿ conclusion: based on the investigation results, the root cause of the leak was worn valves and bottles. The fsr confirmed this and replaced the valves, bottle and regulator assembly. After the replacement, the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10